Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was naturally removed on the same day and when water was filled in the cuff to verify, the water was removed within a few hours. Per additional information received on 11jul2024, stated that the water was injected into the cuff and comes out in about 6 hours.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Four photos were received for evaluation. The first one showcases the two-way catheter and syringe. The second photo zooms in to the deflated balloon. The last two photos show the catheter's cap with the lot number: nghw3782 and a handwritten note in native language. Received 1 all silicone foley catheter with syringe. Inflated the balloon using the returned syringe with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and after two minutes the solution slowly flowed into the drainage lumen at the bifurcation indicating lumen to lumen leak. Syringe was connected and the solution remaining was returned. The sample received does not meet specifications, which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿ the root cause identified for CAPA: 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR was not required as the CAPA: 8266921 is applicable for this product lot number. The scope of CAPA: 8266921 is applicable for this product lot number. Therefore, labeling review is not required. This report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was naturally removed on the same day and when water was filled in the cuff to verify, the water was removed within a few hours. Per additional information received on 11jul2024, stated that the water was injected into the cuff and comes out in about 6 hours.